Event description:
Event description guidant received information that this transvenous defibrillation lead was removed due to an infection associated with cardiac tamponade. A perforation was suspected, but could not be confirmed through x-ray.